Event description:
The customer reported that they had a fiber in the eye on the event date, found during post op visit the following day, and the second surgery was in 2008, to remove the fiber. The fiber was white with blue tint. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 10/30/2008.